Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a scheduled follow-up visit, an x-ray was performed and externalized conductors were observed. All electrical parameters were in range. No intervention was performed at this time and the patient will be monitored and was stable.